Event description:
It was reported that this pacemaker system exhibited suspected loss of capture. Technical services (ts) was consulted and upon review, it was noted that there was blanking of an r wave, followed by suspected fusion beats which were marked as loss of capture with backup pacing. No adverse patient effects were reported. This device remains in service.